Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to pain and infection. A soft tissue reaction was reportedly noted during revision.